Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the probable cause of the reported event could have been the sealant exposing prematurely and obstructing the device path during the deployment. It should be noted that the mynxgrip device is shipped in a protective sheath tubing in the clamshell tray. The balloon protective sheath is designed to abut the sealant to ensure that the shuttle cartridge/sealant does not migrate from its manufactured position during transit. Additionally, per the mynxgrip instruction for use (IFU), the catheter should be removed from the tray by holding the shuttle and pulling the device out from the protective tubing. If the device was grabbed by the catheter handle instead of the shuttle hub when removing from the packaging, the shuttle could be detached from the handle and the sealant could be exposed prematurely. However, without the return of the device, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1515202) indicated that the device lot met all established performance criteria prior to shipment. See medwatch form #s: 3004939290-2015-00510 & 3004939290-2015-00512.

Event description:
The following information was reported: it was reported that a 5f procedural sheath with a mynxgrip (5f) vascular closure device was being used. When they went to deploy the sealant, the sealant would not go all the way down. The device was removed at which time the sealant was noticed to be partially exposed. A second mynxgrip (5f) vascular closure device was used. When they went to deploy the sealant, the sealant would not go all the way down. The second device was removed and the sealant was noticed to be partially exposed. The 5f procedural sheath was exchanged with a 6f procedural sheath and a mynxgrip (6f) vascular closure device was used successfully. The patient was discharged as originally planned. Procedure date: within a week from (B)(6) 2015 stick: antegrade.